Manufacturer narrative:
The catheter was returned for analysis. The location balloon was filled with 10cc of water and no visible balloon leaks were observed. The balloon was left standing for approximately 24 hours at which point it became deflated. It was then noted that the location balloon fill luer was loose. The luer was tightened, and the balloon was inflated with water again. After an additional 48 hours, the balloon was inspected; no leaks were observed in the balloon upon manipulation and the balloon has remained inflated. The device history record for the catheter was reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures, and the device met specifications at the time of release. The loose location balloon fill luer most likely contributed to the location balloon deflating. However, the root cause of the location balloon fill luer being loose remains unknown.

Event description:
It was reported that a catheter location balloon leak occurred during a transurethral microwave treatment. The physician inserted the catheter without any issues but could not clearly detect the placement of the location balloon via ultrasound. The catheter was removed and it was noted that the location balloon was deflated. The location balloon leak occurred prior to energy delivery to the catheter. No patient injuries or complications were reported.